Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented at the hospital about two weeks after implant with chest pain. An echocardiogram revealed cardiac effusion and cardiac tamponade resulting from right ventricular (rv) lead perforation. Patient was brought to the operating and the rv lead revised and the lead remains in use. No further patient complications have been reported as a result of this event.